Manufacturer narrative:
The device was discarded and not returned to saluda for analysis. The patient's care team determined that the device was no longer required for this patient, rather than a device functionality issue. The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system no longer experienced any therapeutic effects, despite feeling paresthesia in the correct pain area. The patient was seen by a physiotherapist and has determined the patients pain was predominantly mechanical rather than neuropathic. The scs system was explanted.